Event description:
It was reported that the device was used during a colectomy procedure. It was reported by the rep that the instrument fired half way and then locked up. A new instrument was used to complete the case. There was no consequence to the pt.